Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of 1,358 ohms. The patient was brought into the clinic and had the impedance measurements checked. All measurements were within range around 400 ohms. Additionally, there was reproducible noise on the rv channel. Technical services (ts) was consulted and noted the impedance was stable. An impedance check was done during the reproducible noise and all measurements were within range around 400 ohms. Ts recommended continuing to monitor. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).